Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that following a magnetic resonance imaging (MRI), the patient was having difficulty charging the implantable pulse generator (ipg) despite troubleshooting. It was noted that the patient had the MRI even when the remote control was not put into MRI mode. The patient underwent an ipg replacement procedure. In addition, it was found out that one of the leads was damaged and had high impedances. The physician opted to replace the lead. The patient was doing well postoperatively. The explanted lead will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the revision procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. With all the available information, boston scientific concludes that the reported event of difficulty charging following an MRI was not confirmed. The ipg thermistor was likely being triggered due to poor ventilation or poor alignment while charging.

Event description:
It was reported that following a magnetic resonance imaging (MRI), the patient was having difficulty charging the implantable pulse generator (ipg) despite troubleshooting. It was noted that the patient had the MRI even when the remote control was not put into MRI mode. The patient underwent an ipg replacement procedure. In addition, it was found out that one of the leads was damaged and had high impedances. The physician opted to replace the lead. The patient was doing well postoperatively. The explanted lead will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.